Event description:
During a procedure, a spinal needle broke. The physician removed the needle and a portion of the needle was reported to have remained in the pt. An x-ray identified the fragment within the pt's soft tissue. A surgical cut down was performed to remove the fragment. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.